Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It is reported that during incoming inspection at the warehouse the product was found with air bubbles in the sterile area. No patient harm was a result of this malfunction as there was no patient involvement.

Event description:
Upon reassessment of the reported event, it was determined that there was no deficiency with the device. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that there was no deficiency with the device. The initial report was forwarded in error and should be voided.